Event description:
Customer called into customer service and reported that her pump in style breast pump was sluggish. When the product was received by medela, a breach in the transformer was found.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer did not report a breach in the transformer, however, when the product was received and evaluated by qe, a breach was found. The customer did not report any spark, fire or injury. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 8.22 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.8 ohms, which is normal and indicates that the thermal fuse did not blow. See scanned page.